Event description:
It was reported that the customer was hospitalized a few times due to unexplained high blood glucose and dka. Caller stated that the customer's blood glucose readings at the time of hospitalizations were from 446 to 524 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, prime, basic occlusion and no delivery tests. The insulin pump was received in with cracks on the battery tube threads, reservoir tube and a scratched liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.